Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the surgeon fired the device on the tissue and the clips were ejecting from the distal jaw. They then used a new like device to complete the procedure. There was no patient consequence reported.